Event description:
This is a spontaneous report received from baxter (B)(4) on (B)(6) 2012 of a client that obtained peritonitis on an unknown date however was hospitalized for peritonitis from (B)(6) 2012 - (B)(6) 2012 due to the patient making a touch contamination error. Per report that (B)(4) obtained from the client's son on (B)(6) 2012 the client has recovered from the event. It is unknown if there was any therapeutic intervention during the hospitalization. (B)(4) followed up with the client's clinic nurse on (B)(6) 2012 who stated the client did have peritonitis, no cultures were performed, no antibiotic treatment is on file and the client is still performing peritoneal therapy at the clinic with no additional reported incidents noted. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.